Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy. Technical services (ts) reviewed the stored episodes and noted that the arrhythmia appeared sinus-driven. Multiple anti-tachycardia pacing (atp) bursts and shocks were delivered. Ts suspected an atrial arrhythmia, as the atrial rate was greater than the ventricular rate, with a rapid ventricular response (rvr), and the therapy did not convert the rhythm. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.